Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. P-cap or reservoir will not lock properly due to missing retainer. Unit received with scratched case and overlay scratched. Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump got broken. The customer stated that the insulin pump was dropped and got smashed. Insulin pump's screen had a lot of scratches and the reservoir now was hard to be pulled out from the compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.